Manufacturer narrative:
B5: the reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -7.00/3.5/086 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. Low vault was reported. However, the status of the eye was noted as "os perfect". The left eye (os) is asymptomatic and will be monitored. The lens remains implanted. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patients left eye (os) and low vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.